Event description:
It was reported that the patient presented to the hospital remotely for a follow-up on (B)(6) 2022. Review of the transmissions revealed that the ventricular lead was oversensing myopotentials. Clinician also observed aborted high voltage therapy for myopotential oversensing. Programming changes were made to the lead and oversensing was reproduced in the clinic. The patient condition is unknown.

Event description:
Related manufacturer reference number: 2017865-2022-05924 new information notes that the patient presented for a right ventricle (rv) lead replacement procedure on (B)(6). During the procedure, the physician had difficulty inserting hex wrench into the header of the implantable cardioverter defibrillator's rv port and reported that he did not receive any tactile feedback to affirm the wrench was engaged in the set screw. The physician maintained the effort despite lack of clarity on whether the wrench was engaged and rotated the wrench counterclockwise in an attempt to unscrew the set screw. After about 4 turns - he paused to tug on the lead and was able to successfully remove it from the header. Additionally, similar but not quite as much difficulty was noted during disconnecting the left ventricle lead as well. Based on these findings the physician did not replace the rv lead instead elected to replace the implantable cardioverter defibrillator (ICD). The ICD was explanted and replaced. No patient consequences.